Manufacturer narrative:
(B)(4). Product returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 180 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 232 mg/dl and 223mg/dl. The product is stored by customer according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: 222mg/dl, (B)(6) 2015, 06:34pm; 93mg/dl, (B)(6) 2015, 08:51pm; 78mg/dl, (B)(6) 2015, 11:08am; 71mg/dl, (B)(6) 2015, 09:48am; 137mg/dl, (B)(6) 2015, 01:38am. Adverse event not reported.